Manufacturer narrative:
A direct correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device - 44 days. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that patient was admitted on (B)(6) 2017 through (B)(6) 2017 for gastrointestinal bleed. On admit hemoglobin was 5.3 g/dl. Esophagogastroduodenoscopy/colonoscopy showed no obvious source of bleed. The patient was transfused with 5 units of packed red blood cells. At discharge hct was 26%. No additional information was provided.